Event description:
It was reported that during a total knee procedure, the blade broke at the mount. It was also reported that there were no adverse consequences and no delays as a result of this event. It was reported that back-up equipment was available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for eval. It was visually confirmed that both labs were broken from the mount of the blade. The returned part was measured where possible and all critical specs were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi factorial.